Event description:
Information received with return of the explanted device notes that the patient had been resuscitated several times, including external defibrillation. Interrogation of the device reported "system shut down".